Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00992. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient underwent a multi-stage knee revision due to infection. The first stage was on an unknown date where the knee components were removed and an antibiotic spacer was placed. The patient underwent an additional procedure for debridement and second placement of an antibiotic spacer replacement four months after the initial stage. The final stage was performed subsequently three months later.

Manufacturer narrative:
Medical product - trabecular metalâ¿¢ cruciate retaining monoblock tibial component: green, size 5 c-h, 14mm catalog# 00588604514 lot# 62047575. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.